Event description:
It was reported that the patient experienced recurring urinary incontinence. The patient had urethral atrophy. The artificial urinary sphincter (aus) was explanted and a new aus with a smaller cuff, along with a new balloon and pump was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.